Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flowrate accuracy during preventative maintenance (pm) testing in the biomedical service department. The expected and actual infusion time, volume and flow rate were failed flowrate accuracy test 2 times above 21ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information: the reported failed flowrate accuracy test at 40ml/ hr and vtbi set at 20ml with a 30 minute run time with both tests failing at 21.1ml (5.5%) and 21.2ml (6%). An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent the device to flow lines for flow testing at 40 ml/hr. For 30 minutes at 20 vtbi with the results of 20.630 and passing error percentage of -3.15%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.